Event description:
It was reported to philips that the device failed the operational check for the therapy knob. The device's ready for use (rfu) indicator displayed a red 'x'. There was no reported patient involvement/adverse patient impact.